Manufacturer narrative:
Investigation: no lot # was reported so a DHR could not be performed. No sample or picture available for evaluation. Based on the customer description, bd considers that the particles could be composed by lubricant from the syringe barrel.

Event description:
It was reported that bd discardit¿ ii syringe w/o needle had foreign matter in the syringe. No serious injury or medical intervention was reported.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd discardit¿ ii syringe w/o needle had foreign matter in the syringe. No serious injury or medical intervention was reported.